Event description:
It was reported that during preparation for a percutaneous peripheral intervention procedure a catheter break occurred. The target lesion was located in the superficial femoral artery. During preparation as the 4.0 x 1.5cm small peripheral flextome cutting balloon protection sheath was being removed, the catheter broke approximately 20cm from the distal end. The procedure was completed with a different device. No patient complications were reported and the patient's status is good..

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was received in two sections as a result of a break in the midshaft at the exchange port site. An examination of the break site found that the extrusion was stretched. No issues were noted with the balloon. The actual balloon protector cap was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).